Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) picked at the scab and the medical staff suspected a possible infection. A surgical procedure was performed to remove and replace all the components, and upon revision, no infection could be identified. There were no device issues and no further patient complications reported.

Manufacturer narrative:
Additional information updated: a3a: sex. A3b: gender. B7: other relevant history.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) picked at the scab and the medical staff suspected a possible infection. A surgical procedure was performed to remove and replace all the components, and upon revision, no infection could be identified. There were no device issues and no further patient complications reported.